Event description:
During the upgrade of the ICD, this rv lead was found dislodged. This lead was repositioned and remains actively implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.